Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, flowing a protected pci with impella, a 14f manta was deployed in the right common femoral artery for closure. Multiple dilations were performed during advancing and withdrawing the procedural sheaths. Vasculature was noted greater than 6mm, no calcification present. During deployment the 2nd depth measurement was completed using ultrasound. Following deployment, bleeding was present and manual pressure was applied. A contralateral balloon was inserted and held for ten minutes to tamponade; however, unsuccessful. A covered stent was placed, and post-angiogram indicated hemostasis was achieved. Multiple causes for tract deployment have been established; the exact cause for this tract deployment is due to the inconsistencies and incorrect depth measurement used, which did not allow the collagen to seat in position and create a seal. Risk documentation was reviewed; and tract deployment is a known risk. The IFU was reviewed and confirmed to list precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure requirements: if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. Manta deployment depth = flow stop measurement at skin + one (1) cm.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted.

Event description:
As reported: manta - tract deployment. The 14f manta was deployed in the tissue tract due to incorrect measurement or the collagen failed to reach the artery. When the manta was deployed at the end of the case, hemostasis did not occur. Pressure was held and a balloon was inserted on the contralateral side for tamponade. The balloon was inserted for 10 minutes to see if hemostasis was achieved. Once it was deflated bleeding continued and a covered stent was placed in the rfa. Post angiogram showed successful hemostasis.